Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 270 mg/dl, 130 mg/dl, and 165 mg/dl within 1 minute on the aviva system. No actions taken based on device results. No adverse event reported. The alleged product was replaced and requested for evaluation.